Manufacturer narrative:
(B)(4): if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4) - feeling tired. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported in a maude report provided to abbott medical optics (amo) that the patient is reporting scratchy, blurry feeling ever since receiving the implanted lenses in 2014. Further, patient has to overcome urge to just close eyes to get relief, feels tired most of the time. Patient was seen by their eye surgeon following the lens implants. Patient had a final check up on (B)(6) 2014 (6/2/14), vision had improved and doing well, but patient was not happy with the clarity. This report represents the lens implanted in the patient's right eye. Patient received two lenses and the companion lens will be reported in a separate MDR.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. Therefore a returned product evaluation cannot be performed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.